Event description:
It was reported that the user¿s ilet was not receiving dexcom g7 continuous glucose monitor (cgm) readings and displayed a pairing failed alert; the user re-entered the g7 code on the ilet, and the issue was associated with intermittent communication failure involving the antenna and electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the systems consistent with intermittent communication failure traced to the device¿s antenna and related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.